Manufacturer narrative:
Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03559/03560/03561. (B)(4).

Event description:
It was reported when a loaner set was returned four tibial articular surface provisionals were fractured. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection conducted for the provisional exhibits signs of repeated use and has fractured lateral side. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Previous investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. Provisional top components and standard bottom components have since been modified to prevent fracture. The root cause is considered to be a previously addressed design issue. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.